Manufacturer narrative:
(B)(4). Device analysis: that analysis results found that the 2cb5lt device sleeve was returned and was observe to be broken. Only the sleeve was returned. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the damage observed at analysis. One potential cause for the damage found may be the inadvertent application of excessive force or torquing during insertion into the abdominal cavity. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during a laparoscopic cholecystectomy the instrument was inserted through the 5 mm trocar and the 5 mm trocar sleeve broke in half. A second like trocar was used to complete the procedure. There were no patient consequences reported.